Event description:
Customer reported getting erratic readings from their freestyle meter. Comparison tests were performed with the freestyle meter and results were 236 mg/dl, 189 mg/dl and 126 mg/dl. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.